Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port (sp) monopolar cautery instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar cautery instrument had a broken distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port (sp) monopolar cautery instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken instrument tube adapter. This component was located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.24mm x 3.95mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The detached fragment broke off from the instruments tube adapter. The detached fragment was not returned with the instrument. The root cause of this failure is attributed to user. The instrument was found to have one of the conductor wires electrical contacts broken. The broken piece measures approximately 0.087mm x 1.80mm in size. The broken piece was not returned. The root cause of this failure is attributed to user. The instrument was found to have a detached fragment. The detached fragment was the electrical contact that broke from the instrument's conductor wire. The broken piece was not returned. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.